Manufacturer narrative:
The customer did not request service to check the system nor did they send in samples for investigation. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. No serial number was provided for this phaco handpiece, therefore a review of complaints for the last 24 months could not be completed. An internal investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the (B)(4) and under the leadership of dr. (B)(4), met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated (B)(4), 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the info provided did not reveal a single cause or point source related to this tass outbreak. The investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. The root cause is unk. (B)(4).

Event description:
A surgeon reported a case of toxic anterior segment syndrome (tass). The pt presented with post-operative pain, a red inflamed eye, slight hypopyon and a slight tyndall and an inflammatory membrane. The event required treatment with cortisone. Cultures were performed and the results were negative.